Event description:
It was stated that the customer was hospitalized for high blood glucose levels between 300 and 600 mg/dl. The customer also had ketones. It was stated that the high blood glucose levels were a result of the insulin pump alarming no delivery. Advised the customer to try a different infusion set.

Manufacturer narrative:
Additional info: currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.